Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union is undetermined. There is no way to predict a non-union or failure to heal. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. This failure does not indicate a defect in the product. A minimal risk is associated with this failure. Sign fracture care international continues to monitor these events as part of our post market surveillance activities.

Event description:
We became aware on 2/06/2020 that a sign im nail implanted to repair a fracture was replaced due to non-union. The im nail was replaced with an 11mm x 340mm standard im nail per the sign technique manual. Surgeon comment: "previous sign nail done by (B)(6) at (B)(6) hospital. The patient was referred to me for further management because dr. (B)(6) left liberia end of (B)(6). Apparently there was a post-op infection that caused dr. Seton to remove the distal interlock. The infection cleared but with only one proximal interlock and an oblique fracture it collapsed and shortened and became unstable causing a non-union. I opened the fracture, cleaned out all the scar tissue between the bone ends, freshened them up and placed a new nail with 4 interlocks. Ideally I would have put an 11x320 since the previous was a 10x300 but I only had an 11x340 which was a little long, however, her knee was already frozen so I wasn't too concerned about going into the knee joint a little, but I didn't get as good bone in the two proximal interlocks as I'd have liked due to the hole from the previous interlock. I put a 5th screw in that hole to try and fill it in and help the two interlocks to hold better."